Event description:
A fasting blood glucose test was performed on a pt with a result of 370mg/dl at 6:03. A lab was performed with a result of 37mg/dl. Thirty mins later, the result was 49mg/dl. No treatment was given. Controls were on range. A request was made for the return of the suspect device and replacement product was sent.